Manufacturer narrative:
The incident information was reviewed; however, there was no reported device malfunction and the product was not returned. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The patient effects of pseudoaneurysm, inflammation, hematoma and medication are listed in the prostyle instructions for use as potential adverse events associated with use of the suture mediated closure devices. Based on the case information, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Vantage ide study. Patient ID: (B)(6). It was reported that arteriotomy closure in the mildly calcified common femoral artery was done with two prostyle devices using the pre-close technique via a 10f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, both prostyles functioned as intended and achieved hemostasis. However, a few days after hospital discharge, the patient was taken to the emergency room for an unrelated high fever and epigastralgia. The patient was hospitalized. Inflammation, a hematoma, and a pseudoaneurysm were noted at the access site. Thrombin was administered. Manual compression was used to treat the hematoma. Sepsis also occurred, but this was not related to the prostyle devices. Resolved without sequelae. No additional information was provided.